Manufacturer narrative:
Patient's weight was not provided. Additional information was requested. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 1 month, 5 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was hospitalized suspecting gastrointestinal bleeding. Patient's hematocrit was low. Patient was transfused with 25 units of packed red blood cells (prbc) and 3 units fresh frozen plasma (ffp). Patient's anticoagulation regimen included heparin. Additional information was requested but not yet provided.

Event description:
Additional information: it was reported that lab work taken on (B)(6) 2018 showed the patient¿s hemoglobin and hematocrit (h&h) at 7.9 g/dl and 26.4%, respectively, with hematocrit (hct) having dropped further by (B)(6) 2018, indicating a possible gi bleed. The most recent packed red blood cell transfusion was administered on (B)(6) 2018. No source of bleeding was documented. As of (B)(6) 2018, the patient remained in the ICU, and reportedly was slowly improving daily.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.